Event description:
Mesh implanted on (B)(6) 2019 at va hospital, (B)(6). Notice severe pain in late 2021 and early 2022. Have suffered severe pain and scar tissue since. Surgeons has expressed situation, cannot be removed.